Event description:
It was reported that the terminal server failed and limited connectivity of pts to the system. The customer stated that six pts were being monitored when this event occurred. No pts were harmed.

Manufacturer narrative:
The device is a centralized pt monitoring system. The customer lost monitoring of six pts when this event occurred. The vger files on record from the outage were checked and it appeared as though the ts-1 terminal server had failed. The apparent malfunction, however, was caused and resolved by the onsite hospital staff. Apparently a person on the hospital staff disconnected the terminal server communications line in order to connect an EKG cart to the very same terminal server wall jacks. This resulted in the loss of communications to the terminal server. Upon removal of the errant EKG connection, communication was restored across the terminal server. The complainant did not report any pt ID info at the time of the initial report. He did indicate, however, that there were no pt injuries of any kind. Even though the acuity system was temporarily unavailable for centralized monitoring, pt(s) vital signs monitoring continued at bedside with the local pt monitors. The system logs were scanned for pids by welch allyn's technical support and engineering confirmed that no pt records were found to exist on the system. In conclusion, communications were restored by the customer through removal of the EKG connection and reconnection of the cables to the terminal server wall jacks. No equipment malfunctions occurred and therefore, no equipment was returned to factory service.